Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. Line a of the pump was programmed to deliver an unspecified concentration of norepinephrine. Line b of the pump was programmed in the concurrent mode to deliver normal saline and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the physician ordered the delivery of norepinephrine to be stopped. The nurse reportedly stopped the delivery of norepinephrine on line a and resumed the delivery of normal saline on line b. After an unspecified length of time, the nurse found the pt was hypertensive. At that time, the nurse noted the pump was delivering norepinephrine on line a instead of delivering normal saline on line b as intended. The pt was treated with two unspecified doses of hydrazide. There were no reported adverse pt sequelae.